Event description:
Stelo device (serial number: (B)(6)) from dexcom stopped working and showing signal loss for over 10 hours. Date of insert (B)(6) 2025. On (B)(6) 2025 - device connection, signal loss.